Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump was repeatedly emitting call service alarm 054-0001 whenever the pump was rebooted and the verify screen was confirmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the device history confirmed multiple cs 054-0001 call service alarms on the event date. The pump powered on properly. The pump rewind, load, and prime steps were completed successfully with no alarms. The pump was exercised for 24 hours with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.